Event description:
Plaintiff underwent bilateral posterolateral fusion l4 to sacrum on 10/27/89. On 2/1/91 he underwent removal of loose screws and revision of pseudoarthrosis and posterolateral fusion l4 to sacrum.